Manufacturer narrative:
The hydrus microstent was discarded by the customer and is not available for evaluation. A review of the device history records for the lot number was conducted, and there were no issues or unusual findings. The surgeon who explanted the microstent indicated that the surgical outcomes likely were due to surgical error by the implanting surgeon. Additional information has been requested; a supplemental report will be submitted if new information is received. Microstent malposition, cyclodialysis cleft, vision loss, hypotony, choroidal complications and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2021, a surgeon informed ivantis of her plan to explant the hydrus microstent in a referred patient in whom the hydrus microstent was not properly positioned and accompanied by a cyclodialysis cleft. The patient had been implanted with the hydrus microstent concurrent with cataract surgery by a different surgeon within the healthcare facility on (B)(6) 2021. At approximately 1 month postoperatively, the consulting surgeon examined the patient and noted the microstent was positioned in the suprachoroidal space. A cyclodialysis cleft was identified and the patient's intraoperative pressure (iop) was 0 mmhg. Additionally, the patient had experienced a visual disturbance and vision loss resulting from choroidal issues. On (B)(6) 2021, the consulting surgeon explanted the microstent; she indicated that the surgical outcomes likely were due to surgical error by the implanting surgeon. Since explantation the patient's iop has increased to 4 mmhg and visual acuity is 6/60; the date of the examination is unknown.